Event description:
Revision was done on both knees. During the surgery, it was noted that synovialis was blackened and metallosis existed in both knees.

Event description:
Update (B)(4) 2013, lot number.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned bilateral devices finds the tibial inserts display excessive pitting and scratches on both the articulating and non-articulating surfaces. Matching wear is found on both femoral and tibial component articulating surfaces indicating the presence of third body particulates, most likely due to bone cement. It was not indicated if or if not the patient had a trauma prior to revision. Review of provided patient x-rays finds the femoral components have slight gap on the anterior flanges. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.